Manufacturer narrative:
(B)(4).

Event description:
It was reported a non-sustained right ventricular oversensing episode was observed due to the secure sense incorrectly diagnosing lead noise when ventricular pacing to ventricular sense timing caused a binned event. The decision was to just perform a ventricular tachycardia ablation and monitor the patient. The patient condition is fine.